Manufacturer narrative:
An event regarding crack/fracture involving restoration modular cone body was reported. The event was confirmed by medical review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray image confirms fractured stem, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: medical review has confirmed the reported stem fracture however the exact cause of the event could not be determined because insufficient information was provided. Additional information including primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components are needed to fully investigate the event. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "patient presented with pain of the left hip. X-rays demonstrated a fractured femoral component (perioperative management report states "fracture of the femoral stem at the modular junction"). Patient was revised to another femoral component from a different manufacturer. The acetabular component was retained." A restoration modular stem construct and 40 +0 v40 head were revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
As reported: "patient presented with pain of the left hip. X-rays demonstrated a fractured femoral component (perioperative management report states "fracture of the femoral stem at the modular junction"). Patient was revised to another femoral component from a different manufacturer. The acetabular component was retained." A restoration modular stem construct and 40 +0 v40 head were revised.